Event description:
Initial report: this non-serious spontaneous case from (B)(6) was received from a physician on 16-jul-2010 and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree (B)(4). This case is associated to case (B)(4) by reporter. This case involves a patient (age and gender nos) who initiated poly-l-lactic acid (sculptra) therapy on an unknown date. No treatment details were provided. Relevant medical history and concomitant medication information were not provided. On an unknown date, the patient developed palpable nodules after treatment with poly-l-lactic acid. The reporter stated that these "were not a problem." Action taken/corrective treatment/outcome - unknown. Physician/reporter causality: not provided.